Manufacturer narrative:
(B)(4). That analysis results found that only the sleeve of the device cannula was returned and was observe to be broken. As a result of the returned condition, functional testing was unable to be performed. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. We have documented the circumstances as they were reported to us.

Manufacturer narrative:
(B)(4). Device appeared to have been exposed to a reprocessing environment. The device broke at the base of one of the stability threads and then proceeded along the root of the thread and then continued through a thicker section of the part at a downward angle. The fracture surface at the initiation site was very flat with very few features indicating little ductility. However on the section of the fracture at the end of the failure there is considerable ductility in the part. The sample part that was broken in the lab was snapped in a bending moment. There is considerably more ductility observed on the surface of the fracture in all areas of the fracture including the initiation site. Also there is considerable necking on the side of the initiation indicating ductility in the material. The part that was tested in the lab was an unused one that had never been exposed to any sterilization, it appears that the pi device had experienced multiple sterilization cycles (steam I presume) and certainly many disinfectants. These cycles may have embrittled the device and there also may have been a defect at the initiation site that cannot be seen since we only have one side of the part. While the initiation site did not show much ductility, the last section of the fracture showed considerable ductility. It does not indicate this is a material processing or molding issue that resulted in a weakened material.

Event description:
It was reported that during a diagnostic laparoscopic procedure, the trocar sleeve cannula broke and fell into the patient. The piece was retrieved and a like device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.